Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, the lead appeared damaged at implant and the lead was stretched.

Event description:
It was reported that at implant the helix on the lead was unable to retract. It was further reported that the helix on the lead was bent. The lead was removed and replaced. No patient complications have been reported as a result of this event.